Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas experienced accelerated battery depletion, with approximately 50¿60 percent loss over about half a day of typical use while the device otherwise functioned as intended and blood glucose remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy continuity, no emergency care, and no hospitalization. Investigation included review of device engineering logs, verification of addresses for shipment, user guidance on shutting down the device to prevent alerts, and instructions to sync data and return the device. Investigation of this device revealed battery performance degradation consistent with excessive power consumption during normal operation, with the pump hardware identified as the affected component. It was concluded, based on previously established findings for similar reports, that the cause was device-related battery performance degradation.